Manufacturer narrative:
Section other # field is populated with the di number.

Event description:
A report was received that the patient had a mild amount of tenderness, some inflammation, burning sensation, minimal redness or discharge and swelling at the ipg site status post scs implantation. The patient reported that the pain started after the stitches were accidentally pulled. Anti-inflammatory medication and ketamine compounded cream was prescribed. The patient was reportedly doing well.